Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The high-resolution stereo viewer (hrsv) was analyzed and found to a missing image in the right eye. The unit was installed onto the test system and upon startup the unit presented a blank/dead video feed. The system was left on for half an hour to confirm and power cycled 4 times with no change in behavior. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site for further evaluation. The fse replaced the surgeon side console (ssc) right high resolution stereo viewer (hrsv) to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the hrsv for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer reported that the right eye was black in the surgeon side console (ssc). The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed with the customer that the issue was only in the right eye of one ssc. The tse advised the customer to do a hard restart of the ssc. The customer would perform the tse's recommended troubleshooting step after the operation. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the reporter indicated that the system functionality was checked upon powering on the system. The system initially powered on without any errors. They reset the system and ssc by the hard switch in the back and completed the procedure robotically with the dual console system. There was no harm or injury to the patient.